Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument could not be recognized by the system. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. The instrument was tested on an in-house system where; it passed the recognition and engagement tests. The log reviews did not reveal any recognition or engagement errors. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.